Event description:
It was reported that there was a catheter complication. During a normal end of life (eol) pump replacement on (B)(6) 2015, the catheter was accidently cut on the pump segment. The original pump segment length was 66cm, they removed 4cm from that and added 7.6cm for a new proximal catheter total of 69.6cm. The existing spinal segment was "38.1cm - 4.1cm = 34cm." The new catheter volume was ".228ml." Additional information received reported that the patient was doing well and was receiving effective therapy. The manufacture representative was unaware of any allergies or oral medication the patient was taking at the time of report. The pump system was delivering bupivacaine, prialt, baclofen and morphine.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).